Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported a ventilator with an air valve liftoff failure alarm. There was no patient involvement or harm.

Manufacturer narrative:
G4: 03aug2020. B4: 20oct2020. The service engineer (se) inspected the device. The se confirmed the error code air valve liftoff error. The se restarted the ventilator in diagnostic mode and performed extended self test (est) and short self test (sst) the unit passed all testing and was found to be working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.